Event description:
A reservoir was implanted on 2/13/90. The cylinders and pump were implanted on 7/19/90. On 7/15/97, the pump was removed from the pt and replaced and a new reservoir implanted due to fluid loss-reservoir. The existing reservoir was not removed.